Event description:
Description of event according to initial reporter: clover was advanced over, and catheter was advanced over but could not detach filter feet from vena cava wall. The user pulled hard enough that the hook straightened. The retrieval device was removed, and one filter leg detached from the caval wall and crossed over another. The patient was transferred to another facility to complete the retrieval. Patient outcome: the implanted device remains inside the patient, which was to be retrieved. The patient required additional procedures due to this occurence and had to be transferred to another facility for advanced retrieval of the device.